Event description:
It was reported by service report that the side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail glide rails dirty, glide rod guide bushings pushed out.